Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system. [Inspection of the endoscope] - inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the objective lens cleaning function] (a)inspection of the water feeding function 1 cover the spray valve hole with your finger. 2 depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. (B)inspection of the spray function 1 cover the spray valve hole with your finger. 2 depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned and evaluated, and the customer's allegations were confirmed. Due to clogging of nozzle, air supply volume does not meet the standard value and connecting tube had a dent. In addition to foreign objects found in the nozzle, additional findings are as follows: faulty water supply; angle play; insufficient angle; nozzle drain failure; light guide corrugated pipe scratch; bending section cover adhesion chipped, cracks, cloudy; objective lens scratches; suction cylinder paint peeling; scratches on image guide coil side; scratches on connector side; plastic distal end cover scratches. Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The company representative on behalf of the customer reported to olympus that the evis lucera elite gastrointestinal videoscope had poor air supply from the air/water system and deformation of the insertion tube. The inspection and testing of the returned device found that the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.